Event description:
I had customvue wavefront lasik, also known as ilasik with intralase, procedure done by dr (B)(6) on (B)(6) 2011. Six months later, I still have extremely bad night blindness and have severe impairment when trying to drive at night. This is a significant impairment because I live in (B)(6) where it is dark much of the year. During my exam, dr (B)(6)'s assistant measured my pupils in a dim room, not a dark room, at 8.0 mm. The assistant asked me how my night vision was, and I replied that it was excellent. When I asked if having large pupils would be a problem, I was told that the (B)(6) would actually improve my night vision. I was assured that none of the scary side effects on the informed consent forms would happen to me, so I signed and I paid (B)(6) for the procedure, plus the cost of the exam, and then had the surgery two days later. The procedure seemed to go fine, but I immediately noticed that I had severe night blindness after the procedure. Six months later it still has not gotten better. When I contacted dr (B)(6) with my concerns, he said that he was unable to do anything unless he examined me. This is another issue for me since I live 800 miles by air from (B)(6) in a (B)(6) community and it costs at least (B)(6) for me to fly to (B)(6). Dr (B)(6) said that he was extremely surprised that I was having issues because the (B)(4) procedure "improves night vision" in his words. On the phone, dr (B)(6) explained that the laser treated 6.5 mm of my cornea, and then the wavefront treated the rest of my cornea all the way out to 8.0 mm. He also said that his records indicated my pupils were measured at 7.5 mm, not 8.0 mm. My suspicion is that my pupil dilates far beyond 8.0 mm at night, and the night blindness is caused by an undertreated area on my corneas. I feel that dr (B)(6) was not conservative enough in his treatment of this pt. Dr (B)(6)'s suggestion was to perform a second lasik treatment on my eyes. When I said that I was afraid to go through that again and couldn't afford it, dr (B)(6) said he would need to examine me. He said we could possibly look at prescribing some eyedrops to constrict my vision, put plugs in my tear ducts, or tinted glasses for night driving. He thought of going through the procedure again is terrifying. I am scare to drive at night and it is making my life miserable. I am single and I don't have anybody else to drive me unless I take a taxi, which is not an option due to cost. I cannot believe I have to deal with vision loss and the loss of my mobility and freedom because of this procedure. The FDA should pass stricter rules about lasik procedures on pts with large pupils.